Event description:
Per the clinic, the patient has a thin bone, leading to loss of benefit. Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.